Event description:
New neurally adjusted ventilatory assist (nava) electrical activity of the diaphragm (edi) catheter routinely placed. It was immediately noted by the rn that it was unable to be flushed. Removed from patient, and was not able to aspirate or inject anything through feeding port.